Event description:
It was reported by the patient that their device "almost shut off" and the patient indicated all they were doing was walking. Follow up with the clinic was attempted but no additional information was obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.